Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that they had some fluttering in where the implant was put and all of a sudden they can feel it go down their right leg and toes curl up. Patient stated they don't know if that means the stimulation was set too high or what. Agent asked patient if they have made any adjustments recently and patient said no. Patient mentioned they had an appointment with healthcare provider about 2 weeks ago and the issue was very infrequently, but now it is happening more often. Patient service asked if it was uncomfortable and patient stated it is not uncomfortable, just strange feeling. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.